Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10, h2, h3, h6

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room. Upon review, it was discovered that the right ventricular lead exhibited inappropriate shock due to oversensing noise. An x-ray was performed, and it was discovered that the lead dislodged. It was noted that the patient twiddled the device. On (B)(6) 2020 the lead was attempted to be repositioned however, the helix would not retract. The lead was removed and replaced. The patient was stable before, during, and after the procedure.